Manufacturer narrative:
A.2. Date of birth: unknown. The patient¿s age was used to determine a placeholder date for this field. B.3. Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown . H.4. Device manufacture date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using 4 of the unspecified bd¿ syringe there were scale marking issues. The following was translated from portuguese to english: I use the bd ultra-fine syringe with a half-unit graduation to administer insulin to my 1 year and 10 month old daughter. The prints on the syringe body are not uniform (on average, 3 to 4 syringes in each pack of 10). The problem occurs in the distance between the beginning of the syringe (volume 0) and the first mark. This syringe model has a first mark and the second is the one corresponding to half a unit. On some syringes, this first mark is almost at the beginning of the barrel. In other syringes, it is quite far away (photo attached) thus, even marking the same number of units has resulted in different total volumes (as seen in the photo: the two syringes at the 1 unit mark, but with completely different volumes). As my daughter uses half a unit, this difference in percentage is very large, reaching approximately 100%. If I don't discard the syringe, the volumetric difference causes episodes of hypoglycemia or hyperglycemia, depending on the printing errors in the graduation (plus or minus, respectively). Therefore, I request that the fact be communicated to the company's quality control area to avoid these discrepancies and prevent the consumer from paying for a hospital medical product that is not suitable for use due to its inaccuracy.

Manufacturer narrative:
The following fields have been updated due to additional information: h.6. Investigation summary: no physical samples were received however the investigation was performed based on the photo(s) provided. Embecta was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time. H3 other text : see h.10.

Event description:
It was reported that while using 4 of the unspecified bd¿ syringe there were scale marking issues. The following was translated from portuguese to english: I use the bd ultra-fine syringe with a half-unit graduation to administer insulin to my 1 year and 10 month old daughter. The prints on the syringe body are not uniform (on average, 3 to 4 syringes in each pack of 10). The problem occurs in the distance between the beginning of the syringe (volume 0) and the first mark. This syringe model has a first mark and the second is the one corresponding to half a unit. On some syringes, this first mark is almost at the beginning of the barrel. In other syringes, it is quite far away (photo attached) thus, even marking the same number of units has resulted in different total volumes (as seen in the photo: the two syringes at the 1 unit mark, but with completely different volumes). As my daughter uses half a unit, this difference in percentage is very large, reaching approximately 100%. If I don't discard the syringe, the volumetric difference causes episodes of hypoglycemia or hyperglycemia, depending on the printing errors in the graduation (plus or minus, respectively). Therefore, I request that the fact be communicated to the company's quality control area to avoid these discrepancies and prevent the consumer from paying for a hospital medical product that is not suitable for use due to its inaccuracy.